Event description:
Clinical report states patella clunk syndrome. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was experiencing pain along with patella clunk syndrome. The patient underwent an arthroscopic debridement to address the patella clunk. At this time the patient's femoral and patellar components are being reported. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Although the devices associated with this report were not returned and are presumed yet implanted, review of the provided medical records confirmed the reported patella clunk. A complaint database search finds no other reported incidents against the provided product and lot combinations. The received medical records and x-rays were reviewed by a depuy medical professional. With the information provided, there is no evidence to suggest the implants contributed to the reported events. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.